Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed due to a missing film wrap. This due to operator error during the film wrap manufacturing assembly process. This is a single use device and will not be repaired. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking from inside the housing during filling. According to the report, the solution did not go into the elastomeric reservoir; rather it went into the housing. The device was being filled with normal saline. According to the report, the reservoir is intact. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.